Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 1989. A subsequent revision was performed on (B)(6) 2013 due to poly wear and cup loosening. The cup, liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01626 / 01627).